Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). No sample or picture showing the defect was received. A batch record review was conducted resulting in the following: the urinary catheters were manufactured under sap material ID 1728298 and manufacturing lot # 0b02776. The catheters were packed in peelpacks (pouch) in february 2020 on packaging machine p009. Lot was sterilized under sterile lot 25 200220 the packaging process run according to the process instruction g905704. Peel test of catheters is carried out according to tm-410 and g805066. It is a part of in process inspection. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. The packaging paper of the peelpack tore apart was investigated previously. Peelpack paper used for packing of glide catheters is more waxed then paper used for standard products. This is why the paper tends to be sticky with the foil and therefore it could cause little difficulties to open the peelpack and tabs could tear. Then a modification of seals on the packaging machine p009 were implemented within tw#(B)(4) to improve opening of peelpacks. New seals were installed and then tested and upon confirmation of positive results , implemented into production in march 2019. Lot in question was produced after the seal modification. It is the first complaint with malfunction code uca-pmc11.10 primary pack fractures, cracks, tears, rips or sheds material during opening received after implementation of the seal improvement mentioned above. No objective evidence was provided by the complainant and no discrepancy was found via doc review of our internal documentation no additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product end user that he has had "several from this sample that the fingerhole portion of the paper tore when he attempted to open the packaging". He could not provide an exact quantity but states it occurred for "about 75% of the 90% he has used so far". No harm reported and no photograph received depicting the reported complaint issue.